Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v621026, implanted: (B)(6) 2012, product type: lead; product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 04-jan-2015, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 03-feb-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that around 6 months after implant or maybe longer, the patient noticed they were not getting good pain coverage. The cause was reported to be due to a lead tip that was moving around. The device was removed. MRI compatibility guidelines were requested and it was reviewed that confirmation that the whole spinal cord system had been removed and that there were no abandoned components still inside the patient. No further complications were reported or anticipated.